Manufacturer narrative:
Conclusion: as reported by a healthcare professional, during stent assisted coil embolization of a symptomatic, wide-necked aneurysm at the right middle cerebral artery, an enterprise (enc452200/10416744) was stuck in about 30cm from the distal end of the prowler select plus (lot unk) due to heavy tortuosity and calcification of the bifurcation of the internal carotid artery and the middle cerebral artery. The use of the enterprise was aborted, and after changing the microcatheter to a headway (terumo), a lvis jr. (Microvention/terumo) was deployed in the target site instead. The procedure was completed without further issues or delay. Neither the microcatheter nor the enterprise appeared damaged during use. There had been no difficulty advancing the prowler to the target aneurysm, and there had been no resistance between the guidewire and prowler. There were no patient injuries or complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. The complaint products were discarded by the customer, and no further information was available. The device was not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The resistance between the enterprise and the prowler select plus could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, based on the information provided, vessel characteristics may have contributed to the event (heavy tortuosity and calcification at the vessel bifurcation. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is 1 of 2 MDR reports submitted for this event, with associated report numbers of 1058196-2016-00065 and 1058196-2016-00064.

Manufacturer narrative:
Concomitant devices included: axcelguide (medikit, 6fr), chikai (asahi intecc, 0.014¿), cerulean dd6 (medikit, 6fr), prowler select plus (lot unknown), excelsior sl-10 (stryker, 45°angled), okay (goodman). (B)(4). Additional information will be submitted within 30 days of receipt. This is 1 of 2 MDR reports submitted for this event, with associated report numbers of 1058196-2016-00065 and 1058196-2016-00064.

Event description:
As reported by a healthcare professional, during stent assisted coil embolization of a symptomatic, wide-necked aneurysm at the right middle cerebral artery, an enterprise (enc452200/10416744) was stuck in about 30cm from the distal end of the prowler select plus (lot unk) due to heavy tortuosity and calcification of the bifurcation of the internal carotid artery and the middle cerebral artery. The use of the enterprise was aborted, and after changing the microcatheter to a headway (terumo), a lvis jr. (Microvention/terumo) was deployed in the target site instead. The procedure was completed without further issues or delay. Neither the microcatheter nor the enterprise appeared damaged during use. There had been no difficulty advancing the prowler to the target aneurysm, and there had been no resistance between the guidewire and prowler. There were no patient injuries or complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. The complaint products were discarded by the customer, and no further information was available.